Event description:
The customer reported to olympus that there was a no image issue when using the evis exera iii video system center. The issue was found during preparation for use for a diagnostic procedure (upper gastrointestinal case). There was a 15-minute procedural delay, and the patient was under sedation (midazolam) at the time. The procedure was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; no image was displayed, and a b30 scope communication error occurred intermittently due to a defective printed circuit board. Additionally, the image displayed was noisy when 190 series scopes were connected due to faulty light source cable, the image was distorted when 180 series scopes were connected due to a patient board malfunction, and the rear panel was corroded, and the board flex cables were damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of no image, error code b30, and image distortion occurs when 180 scope was connected occurred due to a defective printed circuit board. The root cause of the defective circuit board cannot be determined. Olympus will continue to monitor field performance for this device.